Manufacturer narrative:
The impacted product was received by the failure analysis lab on october 28, 2021. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information was received with receipt of the device. In addition to the issues reported initially, the patient also experienced wound infection. Reason for device explant and/or reoperation: capsular contracture/wound infection. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the impacted product was received by the failure analysis lab on november 30, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of shell abrasion in the posterior view. Additionally, a tear was found within the shell abrasion measuring approximately 0.2 cm and the gel of the product looked yellowish. The evaluation determined that the cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stress to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the tissue expander. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the tissue expander is indicated. Infection is a known complication associated with any surgery. Per the database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it meets all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded that the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision in the USA with a 275cc mentor memorygel breast implant and suffered capsular contracture (grade unknown) postoperatively. The patient reports that approximately seven years ago, she began to feel pinching and cramps in the left axillary region. Annual mammograms showed no abnormalities. However, the symptoms continued to get worse over the last three years. As a result, the patient had the device explanted and replaced with a 325cc memorygel device on (B)(6) 2021. Upon explant, the device was found to be ruptured and discolored despite an MRI showing an intact implant.